Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review was performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) device alarmed during use with an unspecified alarm. The event occurred during fill and the home patient (hp) was connected. The tsr advised the hp that the hc was working and there was no need for a swap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. As the homechoice (hc) was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.